Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing intermittent pump stoppage and was admitted to the hospital. X-rays of the percutaneous lead were unremarkable. A transesophageal echocardiogram (tee) and a CT angiogram performed at the hospital revealed significant shifting of the device and decreased flow through the device. As a result, the hospital suspected that the junction between the pump and the percutaneous lead may have been compromised. The patient was transferred to a transplant center where a decision was made to turn off the lvad. The patient remains stable, is being maintained on milrinone and was listed status 1a on the transplant list.